Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, rash-like skin irritation under the lifevest electrodes. The patient applied (B)(6) cream but reached out to his doctor due to the irritation only slightly improving. The patient's doctor advised him to clean the area with rubbing alcohol and to keep the area dry. Follow-up indicated that the irritation had improved.